Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. According to the instructions for use (IFU), the safety and effectiveness of this device in persons less than 18 years of age and in persons with a bsa of less than 1.5 m² have not been established. In addition, the IFU cautions users to always ensure tht the inflow cannula position is pointed towards the mitral valve and parallel to the intraventricular septum to optimize pump operation. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions that would impact the reported event. In this case, the pump was implanted in a patient who was less than 18 years old. The most likely cause of the reported arrhythmia event was identified as the position of the pump within the patient's left ventricle. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was having frequent runs of unstable ventricular tachycardia with position movements and that this was limiting his recovery. The patient was assessed and it was noted that the vad inflow cannula was malpositioned. The patient's surgeon opted to return the patient to the operating room (or) on (B)(6) 2017. The patient's chest was opened to expose the pump and the pump re-positioned more laterally under echocardiographic guidance. This involved moving the inflow cannula position more medially and away from the lateral left ventricular wall. The surgeon was then able to confirm that the inflow cannula position was pointing towards the mitral valve and the pump secured by sutures. The patient's ventricular tachycardia resolved in the or with these maneuvers. This was confirmed with position changes and with speed changes. The pump's estimated flows and pulsatility improved. The patient's chest was closed and he was returned to the intensive care unit. No further information has been provided.